Event description:
Per the clinic, the patient experienced chronic inflammation around the abutment site. The processor was reported to have been misplaced, which subsequently contributed to skin overgrowth at the site. The abutment was subsequently removed under general anesthesia on (B)(6) 2026.